Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon receipt, the belt failed incoming functionality testing. Upon investigation the trunk cable connector was severed from the trunk cable the root cause for the damaged could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.